Event description:
While on a patient the ventilator failed. Injury to patient undertermined. Peep had dropped to 1 on bargraph and simv rate was jumping around. The unit was changed. The biomed department looked at all the potentiometers on the front panel and 7 had erratic operation. These also measured erratic with a resistance check. The pots were peep, trig sens, simv freq, insp rise time, insp time percent, and lower and upper alarm limits. The unit is not back in service as they are waiting parts.